Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. Newly received information included the c ontroller return and clinical study information. The UDI number for the controller was corrected. This information was received from the destination therapy post approval study. Additional products: controller 2.0 (B)(6) d4: UDI #: (B)(4) d9: yes, return date: 01-dec-2020 dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller also exhibited vad stopped alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. 5a patient ethnicity was corrected from no information to not hipsanic or latino. 5b patient race was corrected from no information to white. Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Visual inspection revealed no signs of contamination within the driveline connector port of the controller and supplemental testing revealed that the driveline connector port functioned as intended with no anomalies observed. Log file analysis revealed a controller power-up event on (B)(6) 2020 at 09:37:56. The data point prior to the loss of power revealed that a battery was connected to power port one with 59% relative state of charge (rsoc) and a controller power adapter was connected to power port two. The data point recorded after the loss of power revealed that the battery was connected to power port one and another battery was connected to power port two. The controller was without power for 22 seconds. No anomalies were recorded leading up to the loss of power. Another controller power-up event was then logged at 09:38:48 on (B)(6) 2020. A vad disconnect alarm was logged simultaneously, indicating that the driveline was not connected to the controller when the controller was powered up. This was followed by an electrical fault alarm logged at 09:38:53, indicating that the rear stator was not connected, causing the pump to run on the front stator only. Three additional vad disconnect alarms were logged between 09:38:57 and 10:44:10 and seven controller power-up events were logged between 09:39:16 and 11:09:31. The vad disconnect alarms are likely related to the reported vad stopped alarms. Several of these vad disconnect alarms and controller power-up events were likely associated with the reported troubleshooting of the alarms. As a result, the reported event was confirmed. A possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to a marginal connection between the driveline and controller or contamination by foreign material of the driveline connector. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 01-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, medical device: model #: 1420/ catalog #: 1420/ expiration date: 31-jan-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun .device: mfg date: 24-jan-2020. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post op the controller exhibited electrical fault alarms and ventricular assist device (vad) disconnect alarms, likely caused by loose driveline connection to the controller. The controller was exchanged and alarms resolved, pump started and flows returned to baseline. No patient complications have been reported as a result of this event.